Manufacturer narrative:
E1: phone extension: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion error.

Manufacturer narrative:
One device was returned for repair. No history of repair found within past 12 months. Event log review confirmed the occurrence of downstream occlusion. Performed verification testing and visual inspection. Performed occlusion testing and unable to duplicate reported problem. Device passed occlusion testing with downstream occlusion (dso) value 20 psi. Visual inspection found dso seal with minor bubble. The probable cause is downstream occlusion (dso) sensor failure. Replaced dso sensor. Device passed all functional testing post repair.